Event description:
A 16mm diameter x 5.5cm length aneurx iliac extension cuff was implanted on an unknown date for endovascular treatment of an abdominal aortic aneurysm. It was reported that the device was labeled as a 14mm diameter x 5.5cm length on the outer label of the package and the inner label was a 16mm diameter x 5.5cm length. The lot numbers matched on both the inner and outer labels. Digital images sent to medtronic ave confirm the complaint. The physician successfully deployed the stent graft. No clinical sequelae were reported. Review of the device history record reveals that the packaging labels from m00j551626 show a device label generated on 01/2001 as a yrec1655. The packing labels from m00j551626 also show a label generated on 06/2001 as a yrec1455.